Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Legal complaint: all customer communication is managed by that process; therefore no information requests are required. Smith & nephew's legal teams have confirmed that if they receive additional relevant information on this complaint they will inform us.